Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens twisted and flipped in the eye, causing the capsular bag to break. Additional information has been requested but has not been received to date.